Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate.